Event description:
A physician reported that he developed a fusarium keratitis in his right eye with symptoms of eye pain and decreased best corrected visual acuity while using renu with moistureloc multi-purpose solution. The physician treated himself with zymar and tobradex. He was seen by two corneal specialists who took cultures from his cornea, contact lens and lens case. These cultures were positive for fusarium. The physician was treated with natamycin and debridement for 6 months. He did not lose his cornea, but he does have a scar in the visual axis impairing his vision to some extent.

Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the mfg facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the asceptic processing areas, and all product release sterility evals met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fusarium keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.